Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin delivery.

Manufacturer narrative:
D9: returned to mfg: yes, date returned: 07/01/2024, h3: device evaluated by mfg: yes, reason for non-evaluation: blank, other reason: blank, returned to mfg: yes, h10: blank d9: returned to mfg: yes, date returned: 07/01/2024, h3: device evaluated by mfg: yes, reason for non-evaluation: blank, other reason: blank, returned to mfg: yes, h10: blank.